Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 500 mg/dl at the time of incident. Customer also stated that the issue was resolved by the new reservoir. Customer declined the troubleshooting for the high blood glucose. Customer stated that battery life was really bad and the low reservoir alerts was not working. The device will not be returned for analysis.